Manufacturer narrative:
The complaint has been confirmed. The electrode has been returned with the knife blade fractured off. The blade fractured at the distal end of the electrode. All parts are accounted for. The weld site is intact. The blade has a slight bend to the proximal end at the fracture point. This would indicate that a sideways force was applied to the blade prior to it fracturing off. The blade of the electrode showed signs of excessive force bending it, the user caused the failure mode.

Event description:
During a surgical procedure for a right ureteral stricture and ureteral stent, the knife blade on the cold knife broke off and fell into the patient's bladder. All pieces were recovered with no harm to the patient.